Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have "negatively noticed" that parameters have changed to default settings from setting of 45bpm to 65bpm on the implantable pulse generator (ipg). The ipg has been in service for eleven years and seems to have reached elective replacement indicator (eri) in discussion with the patient and duration of service of the ipg.  It was reported that the patient experienced pacemaker syndrome and refuses ipg change. The ipg remains in use. No further patient complications have been reported as a result of this event.